Manufacturer narrative:
The computer was returned for analysis. Functional testing found that the graphics card was malfunctioning causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The 510k of similar device provided. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system froze when building a 3d model. The system was restarted but freezing occurred frequently and it resulted in the system becoming unusable.